Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing got pulled from the connection while he was sleeping, which resulted in no insulin supply. This had happened before as well with the same box of infusion sets. No further information available.